Event description:
The customer reported via phone call indicating that she had a high blood glucose but not hospitalized. Customer's blood glucose was 262 mg/dl. Customer reported that she is experiencing the following symptons of tremendous headache. The customer was treated with manual injection. After the troubleshooting was done, customer was advised that the insulin pump, infusion set, and reservoir are working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.